Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the pc displayed "generator is not responding." Patient underwent an unrelated procedure and unsure if placed in surgery mode. Company manufacturer were able to meet patient and able to reconnect the ipg. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.